Manufacturer narrative:
Patient's age (24) should have been included in initial medwatch report. Patient postoperative status is reported as patient is currently no longer on medication and eye is quiet. Lens remains implanted. Should have been included in initial medwatch report. Concomitant medical products: foam tip plunger model-ftp; lot#-unk should have been included in intial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -14.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the surgeon noticed dilated/ unreactive (fixed) pupil. Medical intervention was performed/prescribed for 4 weeks. If additional information is received a supplemental medwatch report will be submitted.